Event description:
A caller reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump therefore no further action was required.